Event description:
It was reported that a pump "infused 267 ml of fluid in 50 minutes when it was meant to infuse over 90 minutes." The customer had stated that a review of the pump's history log would not confirm "a programmed infusion that matches" the reported symptom. The customer had also stated that two flow rate accuracy tests were performed per the spectrum service manual pm procedure and the reported symptom could not be reproduced. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.